Event description:
It was reported that this pt experienced pain around the implant site and a decline in performance. Integrity testing in 2005, revealed 9 faulty electrodes. Reprogramming to deactivate the faulty electrodes was recommended. The surgeron explanted the device six days prior, and reimplanted a new one during the same surgery.